Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a true positive indicator related to a voltage reading and recommended device replacement. Ts indicated that full telemetry function could be restored via an upcoming software update. At this time this pacemaker remains in service. No adverse patient effects were reported.